Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of rsd/causalgia-complex regional pain syndrome. It was reported that the patient was having issues over the weekend. The patient stated that their stimulation is currently of and their right hand is mottled. The patient stated that when they turn stimulation on they get a sharp pain to the right of the spinal cord, along the lead line. The patient said that the components are all on the right side on the shoulder plexus and stimulation is for that arm. The patient stated that when they decrease stimulation it isn't as intense however it is still there. The patient stated that they have this pain issue with all groups. The patient stated that there were no factors that were correlated with this issue. The patient called back and stated that they needed medical records to schedule a meeting with a new healthcare provider (hcp). The patient stated that they think their lead is broken. The patient stated that they have a searing pain over their right shoulder similar to the feeling of stimulation being too high. The patient stated that they tried different settings and positions and nothing helped. The patient stated that this feels like the last time they had a lead breakage. No further complications were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-06-27. The patient reported that they were searching for a new provider.